Event description:
It was reported that the user¿s ilet was dropped from a pocket and struck a table, resulting in a cracked screen that impaired reliable screen unlock and device usability; the user switched to backup therapy and blood glucose was reportedly unaffected. Symptoms included no adverse clinical effects. Outcomes included no clinical impact and continued glycemic management via backup and cgm use. Investigation included receipt of the damaged device and review for physical damage and inspection of returned device. Investigation of this device revealed external mechanical damage to the display assembly consistent with impact, with functional impairment limited to screen operation. It was concluded, based on previously established findings for similar reports, that the cause was user-induced accidental damage due to impact.

Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."